Manufacturer narrative:
Based on the results of the investigation, it was determined that no further escalation was necessary. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable failure. There was no patient involvement.